Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a proximal rca lesion. The device was removed from it's packaging as per IFU and inspected with no issues noted. Negative prep was performed successfully. It was reported that during the procedure, the guiding catheter was not coaxial. When the physician pulled the stent back it got caught on the guiding catheter, thus causing the stent to come off the dilatation catheter. The stent was then crushed against the wall of the proximal rca. The device did not pass through a previously deployed stent. No resistance was encountered during advancing the device and excessive force was used during delivery. No patient injury reported.